Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia after being lost to followup. It was reported the battery status of the implantable pulse generator (ipg) was unknown, the device had no magnet response and there was no telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.